Event description:
It was reported that a patient with a 21mm 3000 valve underwent a valve-in-valve procedure after an implant duration of 18 years, 6 months due to calcification, stenosis and increased gradient. The patient presented with heart failure and episodes of pre syncope. The procedure was performed with a 23mm 9755rsl transcatheter valve. The patient was transferred to the ICU in stable condition post-procedure. The patient was transferred to the ICU post-procedure. Per information provided, after the bioprosthetic heart valve was fractured they noticed severe aortic insufficiency and pea arrest. They had to provide CPR and during the CPR the patient had to be intubated. Post-deployment tee showed a growing pericardial effusion. It was decided to open the patient chest to treat the effusion, which was drained and the patient systolic blood pressure returned to normal. However, there was difficulty achieving hemostasis and no flow was detected into the common femoral. The vascular team was called to repair the femoral artery. The patient was brought to the unit for post-operative management.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.